Event description:
It was reported that the patient underwent a gynecological procedure; bil. Para-vaginal repair, anterior and posterior repair, enterocele repair with mesh reinforcement, bil. Sacrospinous fixation and transobturator mid-urethral sling, for cystocele/rectocele and vaginal vault prolapse, on (B)(6) 2010 mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to pop. It was reported that mesh was implanted to treat cystocele and uterine prolapse. It was reported that the patient underwent a gynecological procedure, bil. Para-vaginal repair, anterior and posterior repair, enterocele repair with mesh reinforcement, bil. Sacrospinous fixation and transobturator mid-urethral sling, due to cystocele/rectocele and vaginal vault prolapse on (B)(6) 2010. It is also reported that the patient experienced pain, erosion of internal tissues, infection, dyspareunia, urinary problems and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to pop. It was reported that mesh was implanted to treat cystocele and uterine prolapse.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure; bil. Para-vaginal repair, anterior and posterior repair, enterocele repair with mesh reinforcement, bil. Sacrospinous fixation and transobturator mid-urethral sling, for cystocele/rectocele and vaginal vault prolapse, on (B)(6) 2010 mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, infection, dyspareunia, urinary problems and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat cystocele and uterine prolapse. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/11/2016.